Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that there were attempts to implant two different leads in the left ventricle but the vessel was too short and small. No lead was implanted in the left ventricle. No patient complications have been reported as a result of this event.